Event description:
It was reported that the fractured device was left unretrieved. The target lesion was located in the mildly tortuous and severely calcified mid anterior tibial artery. A 300cm v-14 control wire was selected for use in a lower extremity intervention. However, during crossing the lesion, it was noted that part of the wire fractured outside the vessel lumen. An attempt was made to snare the broken part, but unsuccessful. The physician then attempted to stent over the area with a coronary stent, but still unsuccessful. A balloon was used and non- limiting flow was noted. The broken part of the wire was not removed and remained in the patient. No further complications were reported, and the patient was expected to fully recover.